Manufacturer narrative:
The device referenced in this report has not been returned to olympus. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR #2429304 - 2022 ¿ 00013.

Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use disposable cover, the distal cover came off of the scope when it was being withdrawn through the trocar and the cover caught on the lip of the trocar. The patient was sedated an additional 30 minutes while the distal cover was retrieved. No additional consequences to the patient were reported. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) report the distal cover used in the procedure.

Event description:
Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: I) the distal cover was easy to come off the device due to the following: - the distal cover was inappropriately attached. - the cover had a crack and/or pinhole. - chemical solutions such as anti-fog agent adhered to the distal cover, which caused breakage of the cover. Ii) when the device was withdrawn from the trocar, the distal cover and the trocar contacted each other. It applied massive stress to the cover, which was already in a state that was easy to come off the device, toward the direction to be detached from the cover. The event can be detected/prevented by following the instructions for use which states: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. Olympus will continue to monitor the field performance of the device.